Event description:
The customer reported that she went to the hospital with concerns of low blood glucose levels. The customer stated that she accidentally inserted a reservoir into the insulin pump while she was connected to the infusion set, and unintentionally gave herself unwanted insulin. The customer's blood glucose reading was 101 mg/dl at the time of the event. Advised the customer to always disconnect when manipulating a reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.